Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.7, d.6b, h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional performed a "lift" on the patient on (B)(6) 2024 and the devices were removed and reimplanted that day. The device remains implanted.